Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer stated insulin pump battery compartment was over heated. Customer stated insulin pump had replace battery alarm in alarm history. The customer was advised that the insulin pump needed to be replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.